Event description:
It was reported by the patient that the pink slide did not move forward and the needle was not visible indicating a needle mechanism failure. The blood glucose levels reached 400 mg/dl while wearing the pod longer than 48 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.